Manufacturer narrative:
Pump received with loud vibration during self test due to adhesive bond not adhering on vibrator motor. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a vibrate anomaly. Customer stated the vibration was louder than usual. Customer stated the vibrate anomaly persisted after a battery change. The insulin pump passed a selftest during troubleshooting. Customer's drive support cap was also not damaged. The customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.